Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2008 after a device implant duration of 2 days due to an unk reason. No other details were provided. It is unk if the device is available for return.